Manufacturer narrative:
The device has not been received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if additional information is received, a supplemental report will be sent.

Event description:
Report received form the USA stating that he device's brass elbow to the air hose had broken off. The device was being used during hip replacement surgery. But there was no injuries or medical intervention. It is unknown if there was a delay in surgery. There was no additional information provided.